Manufacturer narrative:
The technician replaced the lateral tilt sensor assembly, calibrated the table control board, tested the table, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the lateral tilt sensor assembly was not functioning properly resulting in the reported event. The table has been removed from service as it is pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, their surgigraphic 6000 image guided surgical table would not move in response to commands. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.